Event description:
External silastic catheters were noticed to be highly friable and dissolving within the patient. The length of time mediports are implanted will determine the extent of deterioration in the catheter. Range of implants is from several months up to 3+ years.when the mediports were being explanted, the catheters broke when surgeon touched them with a surgical instrument.for one patient, the catheter tip was intact and all catheter pieces were removed. Subsequent x-ray results were negative for catheter pieces left in the patient. However, we are seeing this on numerous patients so there is great concern in the biomaterials being used in mediport catheter production.======================manufacturer response for implanted vascular access device, 6.6 fr vortex mini smart port (per site reporter).======================awaiting further analysis results from device manufacturer.======================manufacturer response for implanted vascular access device, 6.6 fr vortex smart port CT injectable (per site reporter).======================awaiting further analysis results from device manufacturer.======================manufacturer response for implanted vascular access device, low profile 5 fr (per site reporter).======================awaiting further analysis results from device manufacturer.======================manufacturer response for implanted vascular access device, low profile 5 fr (per site reporter).======================awaiting further analysis results from device manufacturer.======================manufacturer response for implanted vascular access device, vortex 5 fr right external jugular (per site reporter).======================awaiting further analysis results from device manufacturer.======================manufacturer response for implanted vascular access device, vortex 5 fr left subclavian (per site reporter).======================awaiting further analysis results from device manufacturer.